Event description:
It was reported by the customer that his insulin pump was alarming and upon inquiring further, it was discovered that he had been involved in an automobile accident on (B)(6) of 2013 due to a flat tire. Customer stated that he suffered a contusion on his left forearm and perforations to the back of his scalp which required three stitches. Customer is not certain if device was on at the time of the accident but does remember being connected to it and that his blood glucose levels were normal. During troubleshooting, customer was assisted with clearing the alarm and was able to rewind insulin pump piston. Customer was advised to discontinue use of device and revert to back up plan. Customer's blood glucose level was 168 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during basic occlusion test and the insulin alarmed during the prime test due to faulty force sensor. The motor was tested outside the device and passed motor test. Unable to perform occlusion and excessive no delivery test due to prime alarm and motor error alarm.the insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.